Event description:
A pt with ulcerative colitis who underwent a total colectomy with ileal pouch anal anastomosis with diverting loop ileostomy in 2000, developed tachycardia on 30 march 2000 and fever on 01 april 2000. The pt received six sheets of seprafilm applied to the following sites; right abdominal sidewall, left abdominal sidewall, pelvic floor, small bowel, under the abdominal wall incision, and at the ostomy site. The pt was treated with respiratory therapy and fluid replacement. The pt was discharged on 06 april 2000 in stable condition with full ambulation, regular diet and wound appearance clean. On april 24, 2000 pt was rehospitalized for small bowel obstruction. Treatment included nasogastric tube and rehydration. The pt was discharged on 27-april 2000 and reported to have recovered. The treating physician stated that the event was remote/unlikely related to seprafilm.